Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a cranial procedure, the screw fractured when the surgeon attempted to re-torque the screw with the manual driver after using the iq driver. As a result, the tip of screw remained in the patient¿s cranial bone. The surgeon stated that although the tip remains there is no effect to the patient. The surgery was completed using another screw without any delay. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The screw was visually evaluated and found to be fractured. The slots in the head of the screws show signs of use but no significant damage, indicating the screw retained the blade allowing a high torque on the screw to be achieved. The screw has been fractured at the first minor diameter near the head and perpendicular to the length of the screw. The fracture is typical of an over torqued screw. There is no sign of discoloration. There are no indications of manufacturing defects. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to excessive force while attempting to insert the screw. The instructions for use (IFU) for this product states in the section titled bone screws: the screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. Self-drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).